Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) reached 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. The patient felt pain at the infusion site and removed the pod. The site was bleeding and upon inspection of the pod the needle was still outside the pod, indicating it did not retract back into the pod as intended. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle was not seated in the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and it was confirmed that the incorrectly installed formed needle caused the reported bleeding/bruising.